Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to a low blood glucose level. Blood glucose level at the time of the incident was 21 mg/dl. Customer stated that she was found unconscious by her parents. The customer also reported that she had previously been experiencing unexplained high blood glucose levels, but had been experiencing low blood glucose levels for three weeks leading up to the call. Blood glucose level at the time of the call was 125 mg/dl. The customer also reported experiencing blood glucose levels from 30 to 50 mg/dl that did not require medical attention and were treated at home. The insulin pump was not replaced or returned for analysis.